Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's wife reported receiving multiple no delivery alarms on the insulin pump. Customer's wife reported changing the set 14 times, but insulin still did not exit after troubleshooting. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.